Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump functioned normally as per procedure and no defects to the pump were observed. The battery cap threads were observed to be stripped and the cap would not secure to the pump. The battery cap contact heights were observed to be out of specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap would not stay on the battery compartment. The reporter denied cracks, damage and moisture or corrosion to the battery cap and the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.